Manufacturer narrative:
The reported complaint of the autopulse platfrom (serial #: (B)(4)) lcd backlight does illuminated but displayed was blank was confirmed during the initial functional test. The root cause of the lcd issue was due to a defective processor pca board likely attributed to a defective component. Visual inspection of the autopulse platform was performed. It was noted that the front and bottom enclosures have multiple cracks, unrelated to the reported complaint. The observed physical damages appeared to be the characteristics of harsh impact due to user mishandling, such as a drop. The damaged enclosures were replaced to address the issues. During the initial functional testing, the autopulse platform lcd was blank during power on-self-test, thus confirming the reported complaint. The root cause of the lcd issue was due to a defective processor pca board. The processor pca board needs to be replaced to address the display issue. Unrelated to the reported complaint, upon further functional testing, load cell characterization test results failed and it was confirmed that the load cell module (1) was over-reported (defective). The root cause of the observed load cell module 1 issue was likely attributed to mishandling such as a drop or a defective component. The load cell module 1 needs to be replaced to address this issue. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number 34688. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platfrom lcd backlight does illuminated but displayed was blank. The customer performed 30-40 minutes of manual CPR. After the call, customer tried other autopulse li-ion batteries but issue persisted. Patient death was reported. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluate the incident and it was determined that the death was not related to the autopulse device.